Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was implant exchange.

Event description:
Patient reported that upon removal of the device "the surgeon found that they were cracked." Affected side left. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight and one opening extended. A microscopic analysis was performed which identified: one opening sharp on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is one sharp opening on the posterior assessed as unidentified (tear) opening.

Event description:
Patient reported that upon removal of the device "the surgeon found that they were cracked." Affected side left. Device was explanted.